Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patent in the temple/zygoma with 1 syringe of juvéderm¿ voluma¿ with lidocaine. Approximately 15 minutes later, the patient experienced ¿shortness of breath and difficulty swallowing.¿ the patient¿s blood pressure was noted as 118/78 and heart rate was 105, leading to a physician to suspect ¿possible allergic reaction.¿ the patient was immediately administered 0.3 mg of epinephrine to the thigh. Symptoms of shortness of breath and globus sensation passed within 15 minutes. Half an hour after the epinephrine, vital stabilized with blood pressure at 112/76 and heart rate at 112. The patient was monitored for another half hour before feeling well enough to go home. The event resolved.